Manufacturer narrative:
Manufactures investigation conclusion: the reported event of the system monitor, command to start the pump being unsuccessful was not confirmed. The system monitor was not returned for analysis. The root cause for the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 07nov2016. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate ii patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate ii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. Heartmate iii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3 manufacturer information: corrected. Section d1 brand name: corrected . Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected. G1 contact office: corrected. Manufacturer's investigation conclusion: the reported event of the system monitor, serial number (B)(6) command to start the pump being unsuccessful was not confirmed. The system monitor was not returned for analysis. The root cause for the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 07nov2016. Heartmate system monitor instructions for use (IFU) (doc. #106019, rev. E) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate ii patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate ii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. Heartmate iii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that in a few instances over the last day, team had trouble starting pump via system monitor. Upon start up for pump prep or initiation of patient support, system monitor command to start the pump was unsuccessful 3-4 times before ultimately working. Cc was present and confirmed the following: driveline connected and system ready to be started. Pump start button depressed from clinical, or settings screen. Pump speed remained 0 rpm for approximately 10 seconds. Pump start button reappeared; no error messages like "command not accepted" were displayed. Team tried 3-4 attempts before successful initiation of device. This event happened in two separate cases. The system monitor used in the first case unknown; startup attempted ~3 times prior to success with one system monitor. In second case, the system monitor was used for pump prep. It took 2-3 attempts to start the pump. During initiation of patient support, pump startup was attempted via same sm ~2 times. The system monitors then swapped out for another. Same issue recurred (pump startup attempted 3-4 times prior to successful start). No unusual alarms or error messages received. No additional information was provided.